Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
(B)(4) the pacemaker was implanted on the (B)(6) 2022. The pacemaker is affected by problem described in (B)(4). The patient was called by the center and an urgent follow up was scheduled on (B)(6) 2023. An abnormal impedance battery value of 3.55 kohms and a rise on the battery curve were found. The center has decided to proceed with the premature change of the device the next tuesday (B)(6) 2023).